Event description:
A user facility reported an adverse event to the manufacturer on 10/14/2010. The event was reported to have occurred on (B)(6) 2010, and involved the death of a patient while a bipap vision ventilatory support system was in use. The user facility was not able to provide the serial number or model number of the device, but stated that all three bipap vision devices used by them have been in patient use since the adverse event occurred without further incidents. The user facility reported the device began to alarm while in use. A health care professional came in to the room and shut off the device while the patient was still using it. The device was then turned back on, with the patient still attached to the device, but was not placed in monitoring mode. The user facility reported that "lack of oxygen" was the reason for the patient's death. The user facility risk manager stated that user error was the reason for the adverse event, and that the healthcare professional had been re-educated to the function of the device. The risk manager also stated she felt there was no need to send any of the bipap vision devices to the manufacturer for evaluation at this point.

Manufacturer narrative:
The clinical manual for this device (B)(4) states "the bipap vision provides continuous positive airway pressure (CPAP) and positive pressure ventilation and is indicated for assisted ventilation. This system does not provide ventilation with guaranteed tidal volume delivery. Patients requiring ventilation at predetermined tidal volumes are not candidates for pressure support or pressure-limited ventilation." Based on the complainant's reported awareness of "user error", and our assessment of product labeling as adequate, the manufacturer believes the bipap device associated with the reported event operated as designed before and during the event. This device is contraindicated for patients that are incapable of maintaining life-sustaining ventilation in the event of a brief circuit disconnection or loss of therapy. The device is not labeled for life-support. The device was placed back in service after the event and will not be returned to the manufacturer for evaluation. There is no allegation of device malfunction. The user facility has re-educated the healthcare professional to the function of the device. The manufacturer concludes no further action is appropriate.